Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address - (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion. 100ml of albumine 25% had been programmed in the ICU as a primary infusion and it was expected that 90ml would infuse over one hour; however, it was observed that at the end of infusion there was 80ml left in the container. There was no report of patient injury or medical intervention associated with this event. No additional information is available.